Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly and the there was no responce from any button. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer performed the auto test and hardware low level failure alarm was found. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm (variableinfo=3) confirmed in the device history and during self test due to broken trace. All buttons functioning properly no damage on the keypad assembly noted. Device passed displacement test. Unable to perform self test due to pump error 63 alarm noted.